Event description:
The following has been reported: "error 22-0002 force sensor. Syringe is not detected. " device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The device was repaired locally by the mu according to the process in the technical manual. The device/spare part was not available for investigation. One picture, 2 videos of the defect and the diagnostic report have been sent. The videos confirmed the reported event. Indeed, error 22-0002 has been triggered. Without the affected sample, no investigation can be performed and no root cause can be determined. However, the diagnostic report from the service workshop of russia concluded that a broken spring fixation led to the error 22. Based on available information, the root cause of the reported event is a broken spring fixation. An internal CAPA has been opened in order to reduce the occurrence of error 22. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.